Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system error alarm and did not exhibit any vacuum while supporting a patient. The customer also reported that when the vacuum settings were adjusted, the alarm disappeared. The customer also reported that later the companion 2 driver display exhibited a zero reading for the right vacuum. The customer also reported that when the vacuum settings were adjusted again, the driver exhibited a system error alarm. The customer also reported that the patient felt pressure on his chest and exhibited signs of dyspnea. The patient was switched to another driver. The customer also reported that the patient recovered immediately. The customer also reported that there was no permanent adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the internal components revealed no anomalies. Review of the electronic patient file revealed that the driver exhibited a "system malfunction" alarm as a result of vacuum pressure loss. The patient file also verified that the cardiac output remained within the acceptable range of 5 to 8 liters per minute (lpm). During additional testing, a system malfunction alarm was observed because of a loss of the left and right vacuum, with the root cause being a shorted capacitor (c60) on the main pca. The customer reported issue was duplicated. The main pca was replaced, and the companion 2 driver passed all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
This alleged failure mode poses a lose risk to the patient because the issue did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the companion 2 driver exhibited a system error alarm and did not exhibit any vacuum while supporting a pt. The customer also reported that when the vacuum settings were adjusted, the alarm disappeared. The customer also reported that later the companion 2 driver display exhibited a zero reading for the right vacuum. The customer also reported that when the vacuum settings were adjusted again, the driver exhibited a system error alarm. The customer also reported that the pt felt pressure on his chest and exhibited signs of dyspnea. The pt was switched to another driver. The customer also reported that the pt recovered immediately. The customer also reported that there was no permanent adverse pt impact.